Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that drive support cap of the insulin pump was protruded. Customer¿s blood glucose level was 190 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. Drive support cap was inspected and no anomaly was noted.